Manufacturer narrative:
The returned product was evaluated and performed as designed. No bend was observed in the cannula. Adhesive properties prior to use could not be determined. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found.

Manufacturer narrative:
The product was not returned for evaluation. The reporter was unsure if the cannula was properly seated in the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Without evaluating the device, we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Using the pod 5 / page 42-43: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose (bg) levels exceeded 27.8 mmol/l (500 mg/dl) while wearing the pod between 24 and 36 hours on the abdomen. Th patient's adhesive became loose while he was cycling and he suspected that the cannula was not properly seated in the infusion site. That night, the patient noticed his bg levels had reached 16.7 mmol/l (300 mg/dl), but he attributed the elevated numbers to a head cold that he was dealing with. He gave himself a correction bolus to counteract the rising bg levels. Later in the night the patients bg levels were still high, and therefore, he administered another correction bolus. In the morning, the patient's bg levels were over 27.8 mmol/l (500 mg/dl). Patient decided to replace the pod at this point. When the pod was removed, it was noted that the cannula appeared bent.